Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is having issues with insulin pump. He stated the batteries are getting very hot in the pump; causing alarms and resetting the insulin pump. The insulin pump alarmed failed battery test and going into off no power. The customer has replaced batteries, but is not working. The insulin pump is also alarming external ram crc error and unexpected restart every time the battery is replaced. The insulin pump needs to be in vibrate, unable to hear the alarms. The insulin pump vibrated during the vibrate test and also passed self-test. Advised the customer that the insulin pump will be replaced and revert to back up plan. The customer's blood glucose was unknown.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and severely scratched display window.